Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when aspiration was performed during farawave insertion, it was noted that air was continuously drawn in. The air bubbles were seen in the flushing port. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when aspiration was performed during farawave insertion, it was noted that air was continuously drawn in. The air bubbles were seen in the flushing port. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility. It was further reported that a non-boston scientific pump was used for the irrigation of sheath. The guidewire was aligned with the catheter tip.